Manufacturer narrative:
The reported event was confirmed. The evaluation found a tear at the inflation funnel that had caused water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointment or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4.

Event description:
It was reported that a small pinhole was found in the catheter during placement. The hole was located under the orange collar located at the top of the catheter.

Event description:
It was reported that a small pinhole was found in the catheter during placement. The hole was located under the orange collar located at the top of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a small pinhole was found in the catheter during placement. The hole was located under the orange collar located at the top of the catheter.